Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Medical records were received indicating the valve was explanted due to endocarditis. Per initial report, the 26mm sapien 3 ultra valve was explanted 88 days post-implant for unknown reasons. Additional information received via medical records indicated the explant was related to endocarditis. Upon review of medical records provided, the tavr valve was explanted approximately 3 months (88 days) post implant due to endocarditis. There was no mention of the source of the endocarditis, however it may be due to recent uti. The patient was treated with antibiotics, the tavr valve explanted and replaced with a surgical aortic valve. Late endocarditis may occur due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. There was no allegation that an edwards device may have caused or contributed to the endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest the endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication of device return.

Event description:
As reported by implant patient registry, following a successful transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the device was explanted 88 days post-implant for unknown reasons.